Event description:
It was reported that the device reported an over current detection during initial delivered therapy due to vt timeout. Subsequent therapies were aborted before delivery. Episode showed several aborted hv therapies due to low impedance. Fluoroscopy revealed lead insulation damage, exposing the conductor cables between the rv and svc coils. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.